Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date approximate. PMA: dystonia is not an approved indication for the activa rc (model 37612); therefore, this is an off-label use of this device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturing representative (rep), regarding a patient with an implantable neurostimulator (ins) for dystonia. It was reported that the patient was at low settings since they just received a new rechargeable (rc) implant. It was noted the patient could not swallow without dbs and their speech was slurred since therapy was not at 100% right now. Charging had been difficult; the patient can charge but intermittently and sometimes no coupling boxes were filled in. The rep instructed them to turn the recharger (insr) off and on, feel for the ins, and move antenna around. The patient sent a picture of the insr with no coupling boxes and the ins was at 75%. When the rep attempted recharging they were able to get all boxes filled. An email was sent to repair to request a new antenna and isnr and the rep was transferred to repair. The new recharger did not resolve the issue. The rep tried their own recharger and the issue still occurred. The rep performed an antenna locator test and it only went from 64-70 max. An x-ray was taken, and further troubleshooting was discussed. A revision was scheduled for (B)(6) 2019 where it was confirmed the battery had flipped in the pocket. No out of box failures were reported. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative stating as of (B)(6) 2019 the patient's battery was charging fine after the revision surgery.